Manufacturer narrative:
The insulin pump passed the displacement, rewind, prime/compromised force sensor system, basic occlusion, and occlusion test. The pump was primed properly. The pump was received with a scratched display window, cracked display window corners, a cracked belt clip slot, and a cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a scratched display window, cracked display window corners, a cracked belt clip slot, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a prime/rewind anomaly on the insulin pump. Customer's blood glucose is 412 mg/dl. Customer stated that the insulin was squirting out during manual prime. Customer stated that the insulin was squirting out during the prime process and that they were not wearing the pump during priming. Troubleshooting was performed and the customer stated that the motor did not slow down nor did numbers ramp up on the screen. Customer stated that the drive support cap appears normal. Customer was explained that the force sensor did not detect the reservoir during the seating process. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced. In a previous call, customer's mother mentioned that she had a blood glucose of 30 mg/dl due to an overcorrection. Customer's most recent blood glucose was 170 mg/dl at the time.